Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. Visual inspection of the provided image performed. Image clearly shows the product has fractured into multiple pieces. Unable to identify part and lot number from the image. Physical product was not returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: italy. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the partial femoral impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date all available information has been reported.